Event description:
Customer reported unexpected negative reactions on a patient sample tested on galileo with capture-r ready screen (crrs). Anti-fya was not detected.

Manufacturer narrative:
Customer did not return sample or product for investigation. It is not possible to rule out the sample as a cause of the event.